Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4),implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for malignant pain. It was reported that they met resistance during the case, and wanted to evaluate for granuloma. Magnetic resonance imaging would be performed. No further complications were reported.